Manufacturer narrative:
Reporter stated that the involved product was discarded, however provided lot information and returned forty-nine (49) same lot sample packages. Product #6512 contains two (2) suction oral swabs. All ninety-eight (98) suction oral swab were inspected and foam heads were subjected to pull testing to confirm proper swab head adherence. All ninety-eight (98) suction oral swabs passed testing and showed no signs of foam head disengagement. Based upon the evaluation, returned product met all criteria and was within specification. Production history records for the reported lot number were reviewed and all in-process checks indicated passing results. No anomalies were identified during production of the product. The root cause for the reported issue could not be determined. Based on the lack of information, evaluation of same lot samples and review of product history records, there is insufficient evidence to conclude that the reported issue was attributable to a product defect or manufacturing operations. Customer discarded; same lot samples provided.

Event description:
Report received of a malfunction resulting in suction swab foam disengagement. On (B)(6) 2018, a distributor received a report that foam fell off the top of the suction oral swab. The distributor's report states no injury occurred. Multiple attempts to obtain further information were unsuccessful. The distributor reported that the involved product was discarded; however, same lot samples were returned for evaluation. Although requested, no additional information was available.